Manufacturer narrative:
Multiple requests for additional information were attempted regarding this issue; no further information was received. The product malfunction was unable to be confirmed because no response was received asking for additional information. A review of the service history for this device shows confirm the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device did not send alarms to the nurse phone for this telemetry patient. The nurse was walking by the central station and noted an extreme brady alarm but indicated the alert was not present on the phone. The patient was resuscitated and transferred to ICU, where they later passed away.